Event description:
It was reported that the replacement lead, for the lead reported in manufacturer¿s report # 3007566237-2013-02717, was tested and found to be out of range on contacts 2,3 and 4 initially upon implant. Further reprogramming generated decreasing results and stimulation and final testing gave impedance results of greater than 40,000 ohms for all electrodes 0-7. Despite extensive testing, it could not be made to work effectively. This lead was also explanted and the physician made the decision to cease surgery at this stage. The wounds were closed but the patient was reportedly left with surgical incisions and wounds. The reporter indicated that the physician would likely re-trial in a few weeks. Patient outcome was alive with injury.

Manufacturer narrative:
Product ID 3877-60, lot# 0207067091, implanted: 2013-(B)(6), explanted: 2013-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
Final analysis of the lead found no anomaly. The lead was tested with a known good screening cable. Normal impedances were measured on all circuits and electrode pair combinations. Final analysis of the stylet found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.